Manufacturer narrative:
H6: investigation summary : the complaint of "jagged curve" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported seeing suspicious results on certest. Curves show extreme ups and downs. A single intervention, such as threshold or sample volume adjustment, would not be enough to explain and solve the issue. Brown spots on cartridge was seen indicating bead carryover. Field service was dispatched and performed pm on the instrument. Error was resolved. Complaint is unconfirmed based on information provided. Root cause cannot be determined. No parts or material was returned to bd for investigation. No new risk, trends, or hazards were identified. H3 other text : see h.10.

Event description:
It was reported while using the bd max instrument erroneous results were reported. The customer stated that the curves were jagged resulting in false positive results. The customer checks the curves as a confirmatory test and if needed tests will be repeated. No erroneous results were reported.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). 510k numbers: k111860, k130470.

Event description:
It was reported while using the bd max instrument erroneous results were reported. The customer stated that the curves were jagged resulting in false positive results. The customer checks the curves as a confirmatory test and if needed tests will be repeated. No erroneous results were reported.